Manufacturer narrative:
Product analysis: the external pulse generator (epg) failed incoming testing for the output dial. The encoders and the main printed circuit board (pcb) were replaced. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Powers on to firmware version 01.03.00. Ran on the automated test console. All tests passed. Updated firmware on the automated test console to 01.02.00. Updated firmware on the automated test console to 01.03.00. No logging data was available. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.